Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a implantable pulse generator (ipg) implant procedure, it was discovered that the previously implanted epicardial left ventricular (lv) lead would not capture at max output. The lead was capped and a new transvenous lv lead was implanted at a later date. No patient complications have been reported as a result of this event.